Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), embedded device ('introduction of the device in the tubal interstitial area') and device breakage ('left complete device removal cannot be assured, due to the difficult procedure / x-ray:done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult procedure (essure removal)" on (B)(6) 2018. The patient's medical history included wasp sting (4, with local reactions) in (B)(6) 2018. No personal past medical history of interest at time of essure insertion. No known allergies/intolerances. No atopic dermatitis as child. No food- nor drug-related. Concurrent conditions included peripheral neuropathy (left ulnar nerve), trochanteritis and obesity. Family history included asthma (in child). Concomitant products included corticosteroids since august 2018, dexchlorpheniramine maleate (polaramine) since august 2018 and methylprednisolone (urbason) since august 2018 for wasp sting as well as gabapentin (neurontin), omeprazole, paracetamol since 2010 and tramadol hydrochloride (zyrtam xl). On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("hypogastric pain") and dizziness ("dizziness"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), fallopian tube cyst ("removed sample of right uterine tube showed paratubaric serous cysts"), endometrial disorder ("removed sample of uterus showed proliferative endometrium") and complication of device removal ("after essure removal part of the left essure device (1-2 cm) is objectified in x-ray"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus allergic ("itching with imitation jewellery (no skin lesions)"), urticaria ("hives / wheals"), genital haemorrhage ("excessive bleeding"), fibromyalgia ("fibromyalgia"), myalgia ("muscle aches / muscle pain"), muscle spasms ("spasms / cramps"), pain in extremity ("arm pain"), hypoaesthesia ("face was numb"), allergy to chemicals ("late onset sensitivity to beryllium chloride"), swelling ("swelling"), tremor ("seized hands"), anxiety ("enormous anxiety / anxiety"), discomfort ("discomfort"), fatigue ("fatigue"), abnormal weight gain ("considerable weight gain"), depression ("depression"), insomnia ("insomnia"), gastroenteritis ("gastroenteritis") and hot flush ("hot flashes"). The patient was hospitalized on (B)(6) 2018. The patient was treated with midazolam, prednisone and surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, pruritus allergic, urticaria, myalgia, muscle spasms, allergy to chemicals, dizziness, discomfort, fatigue, abnormal weight gain, depression, insomnia, gastroenteritis and hot flush had not resolved, the embedded device, device breakage, fallopian tube cyst, endometrial disorder and complication of device removal had resolved and the genital haemorrhage, fibromyalgia, pain in extremity, hypoaesthesia, tremor and anxiety outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, allergy to chemicals, anxiety, complication of device removal, depression, device breakage, discomfort, dizziness, embedded device, endometrial disorder, fallopian tube cyst, fatigue, fibromyalgia, gastroenteritis, genital haemorrhage, hot flush, hypoaesthesia, insomnia, muscle spasms, myalgia, pain in extremity, pelvic pain, pruritus allergic, swelling, tremor and urticaria to be related to essure. The reporter commented: the patient has had essure for 8 years and started to feel that the face was numb, arm pain, seizing hands and was wondering what else could hurt. She started to feel frustration and enormous anxiety. In follow up from lawyer via due to alleged malpractice of the health care public service medical records were provided. Allergy department diagnosed late onset sensitivity to beryllium chloride. Patient was in hospital for essure removal on (B)(6) 2018. Complete laparoscopic right essure removal, part of left device seen after difficult removal and due to introduction of the device in the tubal interstitial area on abdominal x-ray, therefore as previously agreed with the patient (signed informed consent) total hysterectomy is performed, a whole piece is removed via the vagina. Outpatient consultation report of (B)(6) 2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes". On (B)(6) 2019, she requested to get the devices from the hospital where they were removed. Anaesthetic record: dorsal. Hani, position: abdominal. Supine decubitus, region; observation: no known medicinal product allergies. Obesity. Haemogram /coagulation/ biochemistry normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Allergy test - on (B)(6) 2018: epicutaneous patch tests of several metals (including nickel sulphate, titanium, cobalt chloride, among others) with measures at 48 and 96 hours performed twice: the second one, a ++ result was obtained at 96 hours with beryllium chloride. Haemoglobin - on (B)(6) 2018: 13.6 g/dl. Laparoscopy - on (B)(6) 2018: uterus normal size and morphology. Both appendages normal size and morphology. Left complete device removal cannot be assured, due to the difficult procedure and the introduction of the device in the tubal interstitial area. Complete right device is checked after extraction. Pathology test - on (B)(6) 2018: sample that patient received: a) left tube + essure: received a tube and a wire, tube is fragmented measures 5 cm in length. Included in 1 block, b) right tube + essure: received uterine tube and a wire, tube is 4 cm long. Representative cuts in 1 block included. C) hysterectomy piece: uterus measuring 9 x 6 x 4 cm without macroscopic alterations. Representative cuts in 4 blocks included. A) left uterine tube: no relevant histological lesions. B) right uterine tube: paratubaric serous cysts. C) uterus: - proliferative endometrium. Cervix without relevant histological lesions. X-ray - on (B)(6) 2018: done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: a new reporter type was added (lawyer) and a new adverse event was provided: swelling. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), embedded device ('introduction of the device in the tubal interstitial area') and device breakage ('left complete device removal cannot be assured, due to the difficult procedure / x-ray:done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult procedure (essure removal)" on (B)(6) 2018. The patient's medical history included wasp sting (4, with local reactions) in (B)(6) 2018, depression in 2009, anxiety in 2009, adjustment disorder in 2009, tendinitis in 2008, periarthritis scapulohumeralis in 2008, menarche, gravida ii and delivery. No personal past medical history of interest at time of essure insertion. No known allergies/intolerances. No atopic dermatitis as child. No food- nor drug-related. On (B)(6) 2018 clinical examination and complementary tests, as well as the placement of the devices are described as normal. Previously administered products included for an unreported indication: diane 35 in 2009. Concurrent conditions included peripheral neuropathy (left ulnar nerve), trochanteritis and obesity. Family history included asthma (in child). Concomitant products included corticosteroids since (B)(6) 2018, dexchlorpheniramine maleate (polaramine) since (B)(6) 2018 and methylprednisolone (urbason) since (B)(6) 2018 for wasp sting as well as gabapentin (neurontin), omeprazole, paracetamol since 2010 and tramadol hydrochloride (zyrtam xl). On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("hypogastric pain") and dizziness ("dizziness"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), fallopian tube cyst ("removed sample of right uterine tube showed paratubaric serous cysts"), endometrial disorder ("removed sample of uterus showed proliferative endometrium") and complication of device removal ("after essure removal part of the left essure device (1-2 cm) is objectified in x-ray"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus allergic ("itching with imitation jewellery (no skin lesions)"), urticaria ("hives / wheals"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("menstrual disorders with delays"), menstruation delayed ("menstrual disorders with delays"), amenorrhoea ("amenorrheic episodes"), menopausal symptoms ("symptomatic pre-menopause "), fibromyalgia ("fibromyalgia"), myalgia ("muscle aches / muscle pain"), arthralgia ("generalized joint pain"), muscle spasms ("spasms / cramps"), pain in extremity ("arm pain"), hypoaesthesia ("face was numb"), allergy to chemicals ("late onset sensitivity to berillium chloride"), swelling ("swelling"), tremor ("seized hands"), anxiety ("enormous anxiety / anxiety"), discomfort ("discomfort"), hirsutism ("hirsutism"), fatigue ("fatigue"), abnormal weight gain ("considerable weight gain"), depression ("depression"), insomnia ("insomnia"), gastroenteritis ("gastroenteritis"), hot flush ("hot flashes") and hyperhidrosis ("sweating"). The patient was hospitalized on (B)(6) 2018. The patient was treated with midazolam, prednisone and surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, pruritus allergic, urticaria, myalgia, muscle spasms, allergy to chemicals, dizziness, discomfort, fatigue, abnormal weight gain, depression, insomnia, gastroenteritis and hot flush had not resolved, the embedded device, device breakage, fallopian tube cyst, endometrial disorder and complication of device removal had resolved and the genital haemorrhage, menstrual disorder, menstruation delayed, amenorrhoea, menopausal symptoms, fibromyalgia, arthralgia, pain in extremity, hypoaesthesia, tremor, anxiety and hirsutism outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, allergy to chemicals, amenorrhoea, anxiety, arthralgia, complication of device removal, depression, device breakage, discomfort, dizziness, embedded device, endometrial disorder, fallopian tube cyst, fatigue, fibromyalgia, gastroenteritis, genital haemorrhage, hirsutism, hot flush, hyperhidrosis, hypoaesthesia, insomnia, menopausal symptoms, menstrual disorder, menstruation delayed, muscle spasms, myalgia, pain in extremity, pelvic pain, pruritus allergic, swelling, tremor and urticaria to be related to essure. The reporter commented: on (B)(6) 2010, the implantation of essure devices was performed under general anesthesia (sedation): 5 rings in the right tube and 3 in the left tube. The postoperative period proceeded normally, and she was discharged scheduling consultation and gynecological ultrasound in 3 months. Maintain oral contraceptives. The patient has had essure for 8 years and started to feel that the face was numb, arm pain, seizing hands and was wondering what else could hurt. She started to feel frustration and enormous anxiety. In follow up from lawyer via due to alleged malpractice of the health care public service medical records were provided. Allergy department diagnosed late onset sensitivity to berillium chloride. Patient was in hospital for essure removal on (B)(6) 2018. Complete laparoscopic right essure removal, part of left device seen after difficult removal and due to introduction of the device in the tubal interstitial area on abdominal x-ray, therefore as previously agreed with the patient (signed informed consent) total hysterectomy is performed, a whole piece is removed via the vagina. Outpatient consultation report of (B)(6) 2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Abdominal x-ray - on (B)(6) 2018: essure normally inserted. Allergy test - on (B)(6) 2018: epicutaneous patch tests of several metals (including nickel sulphate, titanium, cobalt chloride, among others) with measures at 48 and 96 hours performed twice: the second one, a ++ result was obtained at 96 hours with beryllium chloride. Haemoglobin - on (B)(6) 2018: 13.6 g/dl. Laparoscopy - on (B)(6) 2018: uterus normal size and morphology. Both appendages normal size and morphology. Left complete device removal cannot be assured, due to the difficult procedure and the introduction of the device in the tubal interstitial area. Complete right device is checked after extraction. Pathology test - on (B)(6) 2018: sample that patient received: a) left tube + essure: received a tube and a wire, tube is fragmented measures 5 cm in length. Included in 1 block, b) right tube + essure: received uterine tube and a wire, tube is 4 cm long. Representative cuts in 1 block included. C) hysterectomy piece: uterus measuring 9 x 6 x 4 cm without macroscopic alterations. Representative cuts in 4 blocks included. A) left uterine tube: no relevant histological lesions. B) right uterine tube: paratubaric serous cysts. C) uterus: - proliferative endometrium. - cervix without relevant histological lesions. Ultrasound scan - on (B)(6) 2011: essures normally inserted.. X-ray - on (B)(6) 2018: done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower, abnormal weight gain, allergy to chemicals, amenorrhoea, anxiety, arthralgia, depression, device breakage, fatigue, fibromyalgia, gastroenteritis, genital haemorrhage, hirsutism, hot flush, hyperhidrosis, insomnia, menopause, menstrual disorder, menstruation delayed, muscle spasms, myalgia, pelvic pain, pruritus allergic, urticaria quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure insertion details provided; new events menstrual disorders with delays and amenorrheic episodes, generalized joint pain, sweating, symptomatic pre-menopause and hirsutism added; medical history and lab data provided, diane added as historical drug based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), embedded device ('introduction of the device in the tubal interstitial area') and device breakage ('left complete device removal cannot be assured, due to the difficult procedure / x-ray:done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult procedure (essure removal)" on (B)(6)2018. The patient's medical history included wasp sting (4, with local reactions) in (B)(6) 2018. No personal past medical history of interest at time of essure insertion. No known allergies/intolerances. No atopic dermatitis as child. No food- nor drug-related. Concurrent conditions included peripheral neuropathy (left ulnar nerve), trochanteritis and obesity. Family history included asthma (in child). Concomitant products included corticosteroids since (B)(6)2018, dexchlorpheniramine maleate (polaramine) since (B)(6)2018 and methylprednisolone (urbason) since (B)(6)2018 for wasp sting as well as gabapentin (neurontin), omeprazole, paracetamol since 2010 and tramadol hydrochloride (zyrtam xl). On (B)(6)2010, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("hypogastric pain") and dizziness ("dizziness"). On (B)(6)2018, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), fallopian tube cyst ("removed sample of right uterine tube showed paratubaric serous cysts"), endometrial disorder ("removed sample of uterus showed proliferative endometrium") and complication of device removal ("after essure removal part of the left essure device (1-2 cm) is objectified in x-ray"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus allergic ("itching with imitation jewellery (no skin lesions)"), urticaria ("hives / wheals"), genital haemorrhage ("excessive bleeding"), fibromyalgia ("fibromyalgia"), myalgia ("muscle aches / muscle pain"), muscle spasms ("spasms / cramps"), pain in extremity ("arm pain"), hypoaesthesia ("face was numb"), allergy to chemicals ("late onset sensitivity to berillium chloride"), swelling ("swelling"), tremor ("seized hands"), anxiety ("enormous anxiety / anxiety"), discomfort ("discomfort"), fatigue ("fatigue"), abnormal weight gain ("considerable weight gain"), depression ("depression"), insomnia ("insomnia"), gastroenteritis ("gastroenteritis") and hot flush ("hot flashes"). The patient was hospitalized on (B)(6)2018. The patient was treated with midazolam, prednisone and surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain lower, pruritus allergic, urticaria, myalgia, muscle spasms, allergy to chemicals, dizziness, discomfort, fatigue, abnormal weight gain, depression, insomnia, gastroenteritis and hot flush had not resolved, the embedded device, device breakage, fallopian tube cyst, endometrial disorder and complication of device removal had resolved and the genital haemorrhage, fibromyalgia, pain in extremity, hypoaesthesia, tremor and anxiety outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, allergy to chemicals, anxiety, complication of device removal, depression, device breakage, discomfort, dizziness, embedded device, endometrial disorder, fallopian tube cyst, fatigue, fibromyalgia, gastroenteritis, genital haemorrhage, hot flush, hypoaesthesia, insomnia, muscle spasms, myalgia, pain in extremity, pelvic pain, pruritus allergic, swelling, tremor and urticaria to be related to essure. The reporter commented: the patient has had essure for 8 years and started to feel that the face was numb, arm pain, seizing hands and was wondering what else could hurt. She started to feel frustration and enormous anxiety. In follow up from lawyer via due to alleged malpractice of the health care public service medical records were provided. Allergy department diagnosed late onset sensitivity to berillium chloride. Patient was in hospital for essure removal on (B)(6)2018. Complete laparoscopic right essure removal, part of left device seen after difficult removal and due to introduction of the device in the tubal interstitial area on abdominal x-ray, therefore as previously agreed with the patient (signed informed consent) total hysterectomy is performed, a whole piece is removed via the vagina. Outpatient consultation report of (B)(6)2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes". On (B)(6)2019, she requested to get the devices from the hospital where they were removed. Anaesthetic record: dorsal. Hani, position: abdominal. Supine decubitus, region; observation: no known medicinal product allergies. Obesity haemogram /coagulation/ biochemistry normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Allergy test - on (B)(6)2018: epicutaneous patch tests of several metals (including nickel sulphate, titanium, cobalt chloride, among others) with measures at 48 and 96 hours performed twice: the second one, a ++ result was obtained at 96 hours with beryllium chloride. Haemoglobin - on (B)(6)2018: 13.6 g/dl. Laparoscopy - on (B)(6)2018: uterus normal size and morphology. Both appendages normal size and morphology. Left complete device removal cannot be assured, due to the difficult procedure and the introduction of the device in the tubal interstitial area. Complete right device is checked after extraction. Pathology test - on (B)(6)2018: sample that patient received: a) left tube + essure: received a tube and a wire, tube is fragmented measures 5 cm in length. Included in 1 block, b) right tube + essure: received uterine tube and a wire, tube is 4 cm long. Representative cuts in 1 block included. C) hysterectomy piece: uterus measuring 9 x 6 x 4 cm without macroscopic alterations. Representative cuts in 4 blocks included. A) left uterine tube: no relevant histological lesions. B) right uterine tube: paratubaric serous cysts. C) uterus: - proliferative endometrium. - cervix without relevant histological lesions. X-ray - on (B)(6)2018: done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: a new reporter type was added (lawyer) and a new adverse event was provided: swelling. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), embedded device ('introduction of the device in the tubal interstitial area') and device breakage ('left complete device removal cannot be assured, due to the difficult procedure/x-ray: done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done.') In a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult procedure (essure removal)" on (B)(6) 2018. The patient's medical history included wasp sting (4, with local reactions) in (B)(6) 2018. No personal past medical history of interest at time of essure insertion. No known allergies/intolerances. No atopic dermatitis as child. No food- nor drug-related. Concurrent conditions included peripheral neuropathy and trochanteritis. Family history included asthma (in child). Concomitant products included corticosteroids since (B)(6) 2018, dexchlorpheniramine maleate (polaramine) since (B)(6) 2018 and methylprednisolone (urbason) since (B)(6) 2018 for wasp sting as well as gabapentin (neurontin), omeprazole, paracetamol since 2010 and tramadol hydrochloride (zyrtam xl). On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("hypogastric pain") and dizziness ("dizziness"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), complication of device removal ("after essure removal part of the left essure device (1-2 cm) is objectified in x-ray"), fallopian tube cyst ("removed sample of right uterine tube showed paratubaric serous cysts") and endometrial disorder ("removed sample of uterus showed proliferative endometrium"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), hypoaesthesia ("face was numb"), pain in extremity ("arm pain"), tremor ("seized hands"), frustration tolerance decreased ("frustration"), anxiety ("enormous anxiety"), genital haemorrhage ("excessive bleeding"), fibromyalgia ("fibromyalgia"), discomfort ("discomfort"), pruritus allergic ("itching with imitation jewellery (no skin lesions)"), urticaria ("hives"), fatigue ("fatigue"), abnormal weight gain ("considerable weight gain"), myalgia ("muscle aches"), depression ("depression"), insomnia ("insomnia"), muscle spasms ("spasms"), gastroenteritis ("gastroenteritis"), allergy to chemicals ("late onset sensitivity to berillium chloride") and hot flush ("hot flashes"). The patient was hospitalized on (B)(6) 2018. The patient was treated with prednisone and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018 and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dizziness, discomfort, pruritus allergic, urticaria, fatigue, abnormal weight gain, myalgia, depression, insomnia, muscle spasms, gastroenteritis, allergy to chemicals and hot flush had not resolved, the embedded device, device breakage, complication of device removal, fallopian tube cyst and endometrial disorder had resolved and the hypoaesthesia, pain in extremity, tremor, frustration tolerance decreased, anxiety, genital haemorrhage and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, allergy to chemicals, anxiety, complication of device removal, depression, device breakage, discomfort, dizziness, embedded device, endometrial disorder, fallopian tube cyst, fatigue, fibromyalgia, frustration tolerance decreased, gastroenteritis, genital haemorrhage, hot flush, hypoaesthesia, insomnia, muscle spasms, myalgia, pain in extremity, pelvic pain, pruritus allergic, tremor and urticaria to be related to essure. The reporter commented: the patient has had essure for 8 years and started to feel that the face was numb, arm pain, seizing hands and was wondering what else could hurt. She started to feel frustration and enormous anxiety. In follow up from lawyer via due to alleged malpractice of the health care public service medical records were provided. Allergy department diagnosed late onset sensitivity to berillium chloride. Patient was in hospital for essure removal on (B)(6) 2018. Complete laparoscopic right essure removal, part of left device seen after difficult removal and due to introduction of the device in the tubal interstitial area on abdominal x-ray , therefore as previously agreed with the patient (signed informed consent) total hysterectomy is performed, a whole piece is removed via the vagina. Outpatient consultation report of (B)(6) 2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes". On (B)(6) 2019, she requested to get the devices from the hospital where they were removed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2018: epicutaneous patch tests of several metals (including nickel sulphate, titanium, cobalt chloride, among others) with measures at 48 and 96 hours performed twice: the second one, a ++ result was obtained at 96 hours with beryllium chloride. Laparoscopy: on (B)(6) 2018: uterus normal size and morphology. Both appendages normal size and morphology. Left complete device removal cannot be assured, due to the difficult procedure and the introduction of the device in the tubal interstitial area. Complete right device is checked after extraction. Pathology test: on (B)(6) 2018: sample that patient received: left tube + essure: received a tube and a wire, tube is fragmented measures 5 cm in length. Included in 1 block. Right tube + essure: received uterine tube and a wire, tube is 4 cm long. Representative cuts in 1 block included. Hysterectomy piece: uterus measuring 9 x 6 x 4 cm without macroscopic alterations. Representative cuts in 4 blocks included. Left uterine tube: no relevant histological lesions. Right uterine tube: paratubaric serous cysts. Uterus: proliferative endometrium. Cervix without relevant histological lesions.. X-ray: (B)(6) 2018: done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), embedded device ('introduction of the device in the tubal interstitial area') and device breakage ('left complete device removal cannot be assured, due to the difficult procedure / x-ray:done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done.') In a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult procedure (essure removal)" on (B)(6) 2018. The patient's medical history included wasp sting (4, with local reactions) in (B)(6) 2018. No personal past medical history of interest at time of essure insertion. No known allergies/intolerances. No atopic dermatitis as child. No food- nor drug-related. Concurrent conditions included peripheral neuropathy and trochanteritis. Family history included asthma (in child). Concomitant products included corticosteroids since (B)(6) 2018, dexchlorpheniramine maleate (polaramine) since (B)(6) 2018 and methylprednisolone (urbason) since (B)(6) 2018 for wasp sting as well as gabapentin (neurontin), omeprazole, paracetamol since 2010 and tramadol hydrochloride (zyrtam xl). On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("hypogastric pain") and dizziness ("dizziness"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), complication of device removal ("after essure removal part of the left essure device (1-2 cm) is objectified in x-ray"), fallopian tube cyst ("removed sample of right uterine tube showed paratubaric serous cysts") and endometrial disorder ("removed sample of uterus showed proliferative endometrium"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), hypoaesthesia ("face was numb"), pain in extremity ("arm pain"), tremor ("seized hands"), frustration tolerance decreased ("frustration"), anxiety ("enormous anxiety"), genital haemorrhage ("excessive bleeding"), fibromyalgia ("fibromyalgia"), discomfort ("discomfort"), pruritus ("itching with imitation jewellery (no skin lesions)"), urticaria ("hives"), fatigue ("fatigue"), abnormal weight gain ("considerable weight gain"), myalgia ("muscle aches"), depression ("depression"), insomnia ("insomnia"), muscle spasms ("spasms"), gastroenteritis ("gastroenteritis"), allergy to chemicals ("late onset sensitivity to berillium chloride") and hot flush ("hot flashes"). The patient was hospitalized on (B)(6) 2018. The patient was treated with prednisone and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018 and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dizziness, discomfort, pruritus, urticaria, fatigue, abnormal weight gain, myalgia, depression, insomnia, muscle spasms, gastroenteritis, allergy to chemicals and hot flush had not resolved, the embedded device, device breakage, complication of device removal, fallopian tube cyst and endometrial disorder had resolved and the hypoaesthesia, pain in extremity, tremor, frustration tolerance decreased, anxiety, genital haemorrhage and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, allergy to chemicals, anxiety, complication of device removal, depression, device breakage, discomfort, dizziness, embedded device, endometrial disorder, fallopian tube cyst, fatigue, fibromyalgia, frustration tolerance decreased, gastroenteritis, genital haemorrhage, hot flush, hypoaesthesia, insomnia, muscle spasms, myalgia, pain in extremity, pelvic pain, pruritus, tremor and urticaria to be related to essure. The reporter commented: the patient has had essure for 8 years and started to feel that the face was numb, arm pain, seizing hands and was wondering what else could hurt. She started to feel frustration and enormous anxiety. In follow up from lawyer via due to alleged malpractice of the health care public service medical records were provided. Allergy department diagnosed late onset sensitivity to berillium chloride. Patient was in hospital for essure removal on (B)(6) 2018. Complete laparoscopic right essure removal, part of left device seen after difficult removal and due to introduction of the device in the tubal interstitial area on abdominal x-ray , therefore as previously agreed with the patient (signed informed consent) total hysterectomy is performed, a whole piece is removed via the vagina. Outpatient consultation report of (B)(6) 2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes". On (B)(6) 2019, she requested to get the devices from the hospital where they were removed diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: epicutaneous patch tests of several metals (including nickel sulphate, titanium, cobalt chloride, among others) with measures at 48 and 96 hours performed twice: the second one, a ++ result was obtained at 96 hours with beryllium chloride. Laparoscopy - on (B)(6) 2018: uterus normal size and morphology. Both appendages normal size and morphology. Left complete device removal cannot be assured, due to the difficult procedure and the introduction of the device in the tubal interstitial area. Complete right device is checked after extraction. Pathology test - on (B)(6) 2018: sample that patient received: a) left tube + essure: received a tube and a wire, tube is fragmented measures 5 cm in length. Included in 1 block, b) right tube + essure: received uterine tube and a wire, tube is 4 cm long. Representative cuts in 1 block included. C) hysterectomy piece: uterus measuring 9 x 6 x 4 cm without macroscopic alterations. Representative cuts in 4 blocks included. A) left uterine tube: no relevant histological lesions. B) right uterine tube: paratubaric serous cysts. C) uterus: - proliferative endometrium. - cervix without relevant histological lesions. X-ray - on (B)(6) 2018: done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new information was received from health council via lawyer: patient initials amended, birth date/age, med. And drug history added from med. Records. Essure inserted on (B)(6) 2010. New events: swelling, excessive bleeding, fibromyalgia, hives, fatigue, considerable weight gain, muscle aches, depression, insomnia, spasms, gastroenteritis, hot flashes, cramps, among others. Med. Records provided from allergol. Dep ((B)(6) 2018, also (B)(6) 2018, 47 yrs old): diagnosis: late onset sensitivity to berillium chloride (test result added). New events added: hypogastr. Pain 1.5 yrs with discomfort, dizziness, treated with corticosteroids, itching with imitation jewellery-no lesions in hospital for essure removal on (B)(6) 2018, new events: left essure embedment, complication-, difficult left coil removal, from sample extracted "right side paratubaric serous cysts, uterus with proliferative endometrium", device breakage. Outpatient consultation report (B)(6) 2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes". On (B)(6) 2019, she requested the devices that were removed based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), embedded device ('introduction of the device in the tubal interstitial area') and device breakage ('left complete device removal cannot be assured, due to the difficult procedure / x-ray:done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult procedure (essure removal)" on 23-nov-2018. The patient's medical history included wasp sting (4, with local reactions) in (B)(6) 2018, depression in 2009, anxiety in 2009, adjustment disorder in 2009, tendinitis in 2008, periarthritis scapulohumeralis in 2008, menarche, gravida ii and parity 2. No personal past medical history of interest at time of essure insertion. No known allergies/intolerances. No atopic dermatitis as child. No food nor drug related. On (B)(6) 2018 clinical examination and complementary tests, as well as the placement of the devices are described as normal. Previously administered products included for an unreported indication: (B)(6) 35 in 2009. Concurrent conditions included peripheral neuropathy (left ulnar nerve), trochanteritis and obesity. Family history included asthma (in child). Concomitant products included corticosteroids since (B)(6) 2018, dexchlorpheniramine maleate (polaramine) since (B)(6) 2018 and methylprednisolone (urbason) since (B)(6) 2018 for wasp sting as well as gabapentin (neurontin), omeprazole, paracetamol since 2010 and tramadol hydrochloride (zyrtam xl). On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("hypogastric pain") and dizziness ("dizziness"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), fallopian tube cyst ("removed sample of right uterine tube showed paratubaric serous cysts"), endometrial disorder ("removed sample of uterus showed proliferative endometrium") and complication of device removal ("after essure removal part of the left essure device (1-2 cm) is objectified in x-ray"), 7 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), pruritus allergic ("itching with imitation jewellery (no skin lesions"), urticaria ("hives / wheals"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("menstrual disorders with delays"), menstruation delayed ("menstrual disorders with delays"), amenorrhoea ("amenorrheic episodes"), menopausal symptoms ("symptomatic pre-menopause "), fibromyalgia ("fibromyalgia"), myalgia ("muscle aches / muscle pain"), arthralgia ("generalized joint pain"), muscle spasms ("spasms / cramps"), pain in extremity ("arm pain"), hypoaesthesia ("face was numb"), allergy to chemicals ("late onset sensitivity to berillium chloride"), swelling ("swelling"), tremor ("seized hands"), anxiety ("enormous anxiety / anxiety"), discomfort ("discomfort"), hirsutism ("hirsutism"), fatigue ("fatigue"), abnormal weight gain ("considerable weight gain"), depression ("depression"), insomnia ("insomnia"), gastroenteritis ("gastroenteritis"), hot flush ("hot flashes"), hyperhidrosis ("sweating") and allergy to metals ("allergy and hypersensitivity to the metalic components of the essure"). The patient was hospitalized on (B)(6) 2018. The patient was treated with midazolam, prednisone and surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2018 and total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, pruritus allergic, urticaria, myalgia, muscle spasms, allergy to chemicals, dizziness, discomfort, fatigue, abnormal weight gain, depression, insomnia, gastroenteritis and hot flush had not resolved, the embedded device, device breakage, fallopian tube cyst, endometrial disorder and complication of device removal had resolved and the genital haemorrhage, menstrual disorder, menstruation delayed, amenorrhoea, menopausal symptoms, fibromyalgia, arthralgia, pain in extremity, hypoaesthesia, tremor, anxiety and hirsutism outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, allergy to chemicals, allergy to metals, amenorrhoea, anxiety, arthralgia, complication of device removal, depression, device breakage, discomfort, dizziness, embedded device, endometrial disorder, fallopian tube cyst, fatigue, fibromyalgia, gastroenteritis, genital haemorrhage, hirsutism, hot flush, hyperhidrosis, hypoaesthesia, insomnia, menopausal symptoms, menstrual disorder, menstruation delayed, muscle spasms, myalgia, pain in extremity, pelvic pain, pruritus allergic, swelling, tremor and urticaria to be related to essure. The reporter commented: on insertion date (B)(6) 2010/(B)(6) 2011 (discrepancy dates), the implantation of essure devices was performed under general anesthesia (sedation): 5 rings in the right tube and 3 in the left tube. The postoperative period proceeded normally, and she was discharged scheduling consultation and gynecological ultrasound in 3 months. Maintain oral contraceptives. The patient has had essure for 8 years and started to feel that the face was numb, arm pain, seizing hands and was wondering what else could hurt. She started to feel frustration and enormous anxiety. In follow up from lawyer via due to alleged malpractice of the health care public service medical records were provided. Allergy department diagnosed late onset sensitivity to berillium chloride. Patient was in hospital for essure removal on 09-nov-2018/23-nov-2018 (discrepancy dates). Complete laparoscopic right essure removal, part of left device seen after difficult removal and due to introduction of the device in the tubal interstitial area on abdominal x-ray, therefore as previously agreed with the patient (signed informed consent) total hysterectomy is performed, a whole piece is removed via the vagina. This removal was not requested by her, but by the physician due to the side effects caused by the devices. Likewise, the type of intervention to be performed was not requested by the herself either, who has no knowledge of medicine. Outpatient consultation report of (B)(6) 2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes." Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Abdominal x-ray on (B)(6) 2018: essure normally inserted. Allergy test on (B)(6) 2018: epicutaneous patch tests of several metals (including nickel sulphate, titanium, cobalt chloride, among others) with measures at 48 and 96 hours performed twice: the second one, a + result was obtained at 96 hours with beryllium chloride. Haemoglobin on (B)(6) 2018: 13.6 g/dl. Imaging procedure on (B)(6) 2019: the radiological report in the pelvis, a vaginal stump is seen, somewhat irregular and frayed, without visible fluid collections. It is not known whether there could be inflammatory symptoms after the surgery since the hysterectomy has been performed recently. Laparoscopy on (B)(6) 2018: uterus normal size and morphology. Both appendages normal size and morphology. Left complete device removal cannot be assured, due to the difficult procedure and the introduction of the device in the tubal interstitial area. Complete right device is checked after extraction. Pathology test on (B)(6) 2018: sample that patient received: a) left tube + essure: received a tube and a wire, tube is fragmented measures 5 cm in length. Included in 1 block, b) right tube + essure: received uterine tube and a wire, tube is 4 cm long. Representative cuts in 1 block included. C) hysterectomy piece: uterus measuring 9 x 6 x 4 cm without macroscopic alterations. Representative cuts in 4 blocks included. A) left uterine tube: no relevant histological lesions. B) right uterine tube: paratubaric serous cysts. C) uterus: proliferative endometrium. Cervix without relevant histological lesions. Ultrasound scan on (B)(6) 2011: essures normally inserted. X-ray on (B)(6) 2018: done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower, abnormal weight gain, allergy to chemicals, amenorrhoea, anxiety, arthralgia, depression, device breakage, fatigue, fibromyalgia, gastroenteritis, genital haemorrhage, hirsutism, hot flush, hyperhidrosis, insomnia, menopause, menstrual disorder, menstruation delayed, muscle spasms, myalgia, pelvic pain, pruritus allergic, urticaria . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2021: the follow information were updated insertion and removal date, lab data, allergy to metals. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), embedded device ('introduction of the device in the tubal interstitial area') and device breakage ('left complete device removal cannot be assured, due to the difficult procedure / x-ray:done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done.') In a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult procedure (essure removal)" on (B)(6) 2018. The patient's medical history included wasp sting (4, with local reactions) in (B)(6) 2018. No personal past medical history of interest at time of essure insertion. No known allergies/intolerances. No atopic dermatitis as child. No food- nor drug-related. Concurrent conditions included peripheral neuropathy and trochanteritis. Family history included asthma (in child). Concomitant products included corticosteroids since (B)(6) 2018, dexchlorpheniramine maleate (polaramine) since (B)(6) 2018 and methylprednisolone (urbason) since (B)(6) 2018 for wasp sting as well as gabapentin (neurontin), omeprazole, paracetamol since 2010 and tramadol hydrochloride (zyrtam xl). On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower ("hypogastric pain") and dizziness ("dizziness"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), complication of device removal ("after essure removal part of the left essure device (1-2 cm) is objectified in x-ray"), fallopian tube cyst ("removed sample of right uterine tube showed paratubaric serous cysts") and endometrial disorder ("removed sample of uterus showed proliferative endometrium"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), hypoaesthesia ("face was numb"), pain in extremity ("arm pain"), tremor ("seized hands"), frustration tolerance decreased ("frustration"), anxiety ("enormous anxiety"), genital haemorrhage ("excessive bleeding"), fibromyalgia ("fibromyalgia"), discomfort ("discomfort"), pruritus ("itching with imitation jewellery (no skin lesions)"), urticaria ("hives"), fatigue ("fatigue"), abnormal weight gain ("considerable weight gain"), myalgia ("muscle aches"), depression ("depression"), insomnia ("insomnia"), muscle spasms ("spasms"), gastroenteritis ("gastroenteritis"), allergy to chemicals ("late onset sensitivity to berillium chloride") and hot flush ("hot flashes"). The patient was hospitalized on (B)(6) 2018. The patient was treated with prednisone and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2018 and laparoscopic total hysterectomy on (B)(6) 2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain lower, dizziness, discomfort, pruritus, urticaria, fatigue, abnormal weight gain, myalgia, depression, insomnia, muscle spasms, gastroenteritis, allergy to chemicals and hot flush had not resolved, the embedded device, device breakage, complication of device removal, fallopian tube cyst and endometrial disorder had resolved and the hypoaesthesia, pain in extremity, tremor, frustration tolerance decreased, anxiety, genital haemorrhage and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, abnormal weight gain, allergy to chemicals, anxiety, complication of device removal, depression, device breakage, discomfort, dizziness, embedded device, endometrial disorder, fallopian tube cyst, fatigue, fibromyalgia, frustration tolerance decreased, gastroenteritis, genital haemorrhage, hot flush, hypoaesthesia, insomnia, muscle spasms, myalgia, pain in extremity, pelvic pain, pruritus, tremor and urticaria to be related to essure. The reporter commented: the patient has had essure for 8 years and started to feel that the face was numb, arm pain, seizing hands and was wondering what else could hurt. She started to feel frustration and enormous anxiety. In follow up from lawyer via due to alleged malpractice of the health care public service medical records were provided. Allergy department diagnosed late onset sensitivity to berillium chloride. Patient was in hospital for essure removal on (B)(6) 2018. Complete laparoscopic right essure removal, part of left device seen after difficult removal and due to introduction of the device in the tubal interstitial area on abdominal x-ray , therefore as previously agreed with the patient (signed informed consent) total hysterectomy is performed, a whole piece is removed via the vagina. Outpatient consultation report of (B)(6) 2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes". On (B)(6) 2019, she requested to get the devices from the hospital where they were removed diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: epicutaneous patch tests of several metals (including nickel sulphate, titanium, cobalt chloride, among others) with measures at 48 and 96 hours performed twice: the second one, a ++ result was obtained at 96 hours with beryllium chloride. Laparoscopy - on (B)(6) 2018: uterus normal size and morphology. Both appendages normal size and morphology. Left complete device removal cannot be assured, due to the difficult procedure and the introduction of the device in the tubal interstitial area. Complete right device is checked after extraction. Pathology test - on (B)(6) 2018: sample that patient received: a) left tube + essure: received a tube and a wire, tube is fragmented measures 5 cm in length. Included in 1 block, b) right tube + essure: received uterine tube and a wire, tube is 4 cm long. Representative cuts in 1 block included. C) hysterectomy piece: uterus measuring 9 x 6 x 4 cm without macroscopic alterations. Representative cuts in 4 blocks included. A) left uterine tube: no relevant histological lesions. B) right uterine tube: paratubaric serous cysts. C) uterus: - proliferative endometrium. - cervix without relevant histological lesions. X-ray - on (B)(6) 2018: done for full device removal verification: part of the left essure device (1-2 cm) is objectified in x-ray, so total hysterectomy done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2020: new information was received from health council via lawyer: patient initials amended, birth date/age, med. And drug history added from med. Records. Essure inserted on (B)(6) 2010. New events: swelling, excessive bleeding, fibromyalgia, hives, fatigue, considerable weight gain, muscle aches, depression, insomnia, spasms, gastroenteritis, hot flashes, cramps, among others. Med. Records provided from allergol. Dep (31-jul-18, also 21-sep-18, (B)(6) old): diagnosis: late onset sensitivity to berillium chloride (test result added). New events added: hypogastria. Pain 1.5 yrs with discomfort, dizziness, treated with corticosteroids, itching with imitation jewellery-no lesions in hospital for essure removal on (B)(6) 2018, new events: left essure embedment, complication-, difficult left coil removal, from sample extracted "right side paratubaric serous cysts, uterus with proliferative endometrium", device breakage. Outpatient consultation report (B)(6) 2019: "she came for check-up after essure removal. She reports going back to symptoms similar to the ones before the essure. She reports moderate hot flashes". On (B)(6) 2019, she requested the devices that were removed based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.